Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure' was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs), who was present during the procedure. Per the medical assessment 'there was too much tension on the leaflets' as there was a significant coaptation gap. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in tricuspid position where 40 minutes post-procedure, a single leaflet device attachment (slda) occurred. The initial strategy of this procedure was multi-device. There was no difficulty while removing sutures, and there were no device issues during or post-implantation. The patient had a very dilated right side of the heart, with a significant coaptation gap. The procedure was completed with four devices- 3 in the anterior-septal position with a 2-7 clocking, and 1 in the posterior-septal position with a 3-9 clocking. The third device that was implanted led to an slda that occurred 40 minutes after the procedure. The detached device could not be stabilized, as the gap was too big. The initial tricuspid regurgitation grade was torrential, it was massive after the slda happened, and it remained massive post-procedure. As per medical opinion, there was too much tension on the leaflets.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.